Manufacturer narrative:
Device manufacturing records and available programming and diagnostic history were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
During review of available programming history for patient, high impedance was noted to have been observed on (B)(6) 2011. Vns was then disabled the same day. Attempts for additional relevant information were unsuccessful to date.